Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing multiple high blood glucose all day. The customer's first high blood glucose level was over 300 mg/dl. Then the customer had a high blood glucose level of 600 mg/dl. They treated the high blood glucose with a manual injection and it finally went down to 587 mg/dl. The customer had symptom of a headache. The customer also reported that they were trying to do a bolus when they received a no delivery. The customer changed her site. It was noted in troubleshooting that the customer had observed leaks. Troubleshooting was not completed. The cause of the issue was not determined. The customer was advised to call back if the issue continues. The customer was sent a replacement for her infusion set and reservoirs. The device will not return for analysis.